Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date.a getinge field service engineer (fse) was dispatched to the customer¿s site. The fse stated the customer¿s biomedical engineer ran the unit for 20-30 minutes after being informed of the reported problem and was not able to duplicate the power failure. The getinge fse evaluated the unit. The fse ran the unit with a simulator and a 40cc balloon with no failures. The fse powered down the unit and plugged it into a ac outlet and ran it on a simulator with no errors. The fse set the unit to pump at 100 beats per minute (bpm) and removed the ac power and the unit continued pumping without any adverse discrepancies. The fse review of the unit¿s logs show the unit had a full charge on 06-jul-2019 and the next discharge was on 19-jul-2019 for about 20 minutes. There were not failures or fault codes in the logs to support a system shutdown. The fse performed a battery run test after a full charge and the batteries failed the runtime test. The fse replaced the batteries. The iabp unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient, the end user removed the cs300 intra-aortic balloon pump (iabp) from ac power for patient transport and the iabp shut down. The patient was put on another pump and air lifted. There was no harm or injury to patient and no adverse event reported.